Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. Zimvie received the reported abutment for evaluation. Visual evaluation was performed, there was bone debris on the external threads. Damage to the implant was identified. The abutment was fractured and was stuck to the implant. DHR review was completed for the subject lot number 2019030911. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2019030911 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was excessive loading on abutment/implant assembly. Therefore, based on the available information, device malfunction did occur. The abutment was fractured and stuck inside the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Event description:
It was reported that the central screw was fractured inside the implant at tooth site #3. The implant and abutment were removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier- (B)(6). A4: weight unknown / not provided. G4: additional PMA/510(k) number ¿ k013227. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.